Event description:
Complaint was reported as the following: pin hole found on package upon in-coming inspection. No pt involvement.

Manufacturer narrative:
Sample has not been returned to manufacturer at this time. DHR review revealed no issues that may have contributed to any quality issues reported. All post sterility and package integrity tests were acceptable. If a sample is received, a follow-up report will be sent. All process parameters were within specification. All in-process qa inspections were acceptable. Complaint cannot be confirmed due to lack or sample. If a sample is received, a follow-up report will be sent.